Manufacturer narrative:
The device was returned to edwards for evaluation. Visual, dimensional and functional analyses were conducted on the returned device. Upon visual inspection no gross visual abnormalities were observed. However, functional testing revealed a gross leak under the strain relief. The leak would not allow the device to be de-aired and it was not possible to size the balloon. The strain relief was then removed for investigation. A tear was observed on the outer shaft under the strain relief. Dimensional inspection of the inner diameter (ID) and outer diameter (od) of the outer shaft distal of the break met specifications. A device history record (DHR) review, revealed the affected work orders, specifically the rf3 packaging assembly, rf3 assembly and balloon catheter outer shaft lots did not reveal any issues that could have contributed to the reported complaint. A manufacturing defect was confirmed on the returned device. Attempts to recreate the issue showed that only when there was either a tear or puncture in the tubing, a torsional or torquing action on the catheter can cause the tear to propagate and form a similar tearing pattern found in the returned complaint device. At this time, it is difficult to conclusively determine at what point in time the damage occurred. A definitive root cause has not yet been determined; therefore a CAPA has been initiated to fully investigate a root cause.

Event description:
As reported by the edwards clinical specialist, while prepping the rf3 delivery system, a leak in the balloon port would not allow the balloon to fully inflate or pull negative tension to remove air bubbles. A new device was opened and the case was able to be completed without further complications.

Manufacturer narrative:
The rf3 delivery system was returned to edwards lifesciences for evaluation. The complaint was confirmed. Preliminary investigation revealed a leak coming from under the strain relief. The engineer also noted that the strain relief was removed and the balloon shaft was separated just distal of the y-connector. Follow up examination pending.